Event description:
It was reported that stent migration occurred. The 50% stenosed target lesion was located in the non-tortuous and moderately calcified right coronary artery (rca). A 3.50 x 48mm synergy drug-eluting stent (des) was selected for treatment. The physician deployed the stent and inflated for 20 seconds before deflation. Post-dilatation was not performed. When pulling the non-boston scientific (bsc) wire back, the stent detached from the vessel and the entire stent came back on the wire. The synergy stent was completely removed from the patient. No other additional equipment was present in the vessel and no accidental movement occurred while inside the patient. The procedure was completed with a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 3.50 x 48mm stent delivery system (sds) was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. The delivery system was not returned. Examination of the stent revealed stent struts were stretched and damaged. The stent outer diameter (od) was not taken due to the damage.

Event description:
It was reported that stent migration occurred. The 50% stenosed target lesion was located in the non-tortuous and moderately calcified right coronary artery (rca). A 3.50 x 48mm synergy drug-eluting stent (des) was selected for treatment. The physician deployed the stent and inflated for 20 seconds before deflation. Post-dilatation was not performed. When pulling the non-boston scientific (bsc) wire back, the stent detached from the vessel and the entire stent came back on the wire. The synergy stent was completely removed from the patient. No other additional equipment was present in the vessel and no accidental movement occurred while inside the patient. The procedure was completed with a non-bsc stent. No patient complications were reported.